Event description:
The wing nut that attaches the guide to the resection block would not disengage. The dr tried to use an osteotome to force it to turn and punctured dr's finger; requiring a stitch to close.